Manufacturer narrative:
Event date is estimated.

Event description:
It was reported that the patient was not getting adequate therapy due to high impedances on several contacts of the lead. Programming was attempted, without success. As a result, surgical intervention mat occur to address the issue.

Event description:
Additional information received stated that the patient underwent a trial implant at c4 to address ineffective stimulation. Imaging also confirmed that the paddle lead had fractured.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received stated that the patient underwent surgical intervention on 8 apr 2022 wherein the old ipg was electively removed and a new system and cervical leads at c4 were implanted. The physician left the paddle lead implanted and not attached to any devices. Post-operatively, stimulation therapy was restored with the new cervical system.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.